Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilting. The patient reported becoming aware of the events approximately nine years and three months post implant. The patient also reported experiencing abdominal, pelvic, back and leg pain post implant, in addition to abnormal heart rhythm, shortness of breath, weight gain, depression and anxiety related to the filter. According to the implant record the indication for the filter implant was lower leg swelling, and preoperatively as prophylaxis in a high-risk patient. The filter was placed via the right internal jugular vein and deployed in the infrarenal inferior vena cava. Prior to deployment an inferior vena cavogram was performed revealing no variant anatomy or thrombus in the ivc and the location of the renal veins. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Due to the nature of the complaint and with the limited information provided, the reported abdominal, pelvic, back and leg pain, abnormal heart rhythm, shortness of breath, weight gain, depression and anxiety could not be further clarified, nor a cause determined. These events do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records a temporary filter was recommended prophylactically as the patient was at risk for pulmonary embolus (pe). The risks and benefits of a temporary versus a permanent filter were discussed and the patient requested a permanent filter. Utilizing sterile technique, under real time ultrasound guidance, the right internal jugular vein was punctured using a micropuncture system after ultrasound showed a patent and compressible right internal jugular vein. A guidewire was used for gain access to the vein and was advanced into the inferior vena cava (ivc) under fluoroscopy guidance. A filter sheath was then advanced into the ivc and an inferior vena cavogram was performed revealing no variant anatomy or thrombus in the ivc and the location of the renal veins. The trapease filter was deployed infrarenal. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and tilting of the filter, becoming aware of these events approximately nine years and three months after the filter implantation. The patient further asserts to have experienced abdominal, pelvic, back and leg pain post implant, in addition to abnormal heart rhythm, shortness of breath, weight gain, depression and anxiety related to the filter.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter perforation and tilting. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.